Event description:
Additional information received noted that programming changes were performed. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely. After review of transmission, the clinician was concerned that the initial diagnosis of supraventricular tachycardia may have delayed therapy for a few seconds before the device eventually diagnosed vt and delivered one round of anti-tachycardia pacing. Clinical follow-up was scheduled. No interventions were performed. There were no patient consequences.